Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d4, h4: the complaint was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of device failure to cut.

Event description:
Procedure summary: it was reported to boston scientific that a cold snare was used in the colon for a polypectomy procedure performed on an unknown date. Event summary: during the procedure when advancing and retracting, the snare would not respond properly, it did tend to get stuck making difficult to advance the loop trough the scope and the cutting performance was not effective. Procedure was completed with another of the same device. Patient status: there were no patient complications reported as a result of this event.